Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device found some tissue build up. The teflon pad was severely worn exposing metal. A microscopic inspection of the distal end found no probe damage. The device passed the probe check. The jaw is misaligned with the probe unit at distal tip, which causes the probe to be in contact with side of the jaw when fully closed, which causes short circuit error. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the teflon pad started to peel away from the distal end of the device exposing metal. It did not detach from the device and no fragment fell inside the patient. The procedure was completed with a similar device. No patient injury was reported.